Event description:
It was reported that the programmer's display was inoperable using either the stylus or finger touch. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's display was inoperable using the stylus. It was noted that the stylus was not working due to a defective x-y board. However, the analysis was unable to confirm the customer's comment that the programmer's display was inoperable using finger touch. The display was tested several times using finger touch with no problems observed. Additionally, it was noted that the software history had an error code. The stylus was missing. It was noted that the upper hinges, the keyboard left slide rails, keyboard hinges, keyboard lower frame, and the lower bullets were broken. An electromagnetic interference (emi) repair was performed as a preventive measure. All the mentioned defective parts were replaced. The programmer then passed the final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.